Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
A copy of the procedure report was received (B)(4) 2013

Event description:
During a left groin, leg intervention attempt the physician was going up and over with the trailblazer and was crossing two iliac stents that extended into the aorta. While pulling the trailblazer back for removal it hung up on a stent strut (unknown make and model). The trailblzer broke off near the proximal markerband and remained on the wire. The trailblazer was removed with a snare.